Event description:
During the 2 week site check after implant, the physician believed the lv lead was sitting in the coronary sinus main, making revision necessary. After exposing the generator, the lv lead was found to be in the cs main. This lead was explanted in order to regain access to the cs. Another lv lead was implanted successfully into the distal most aspect of the cs. A stylet was used to reposition rv and ra leads. The pocket was also expanded at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.